Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted during an anterior colporrhaphy with tension-free vaginal tape optrex halo procedure performed on (B)(6) 2010 to treat a grade 2 cystocele and stress urinary incontinence. It was also reported that the patient had a previous total abdominal hysterectomy. There were no complications during the implant procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury.